Event description:
"Customer reported: the needle is not securely attached to the syringe. In one case, the needle fell off of the syringe when it was removed from the package. In another instance, the needle needed to be tightened onto the syringe prior to medication administration. Multiple occurrences reported of needle falling off of the syringe due to not being adequately secured. This results in a potential for a needle stick or medication error. See attachment section for initial email and complaint report from customer. "